Manufacturer narrative:
(B)(4). Method: visual inspection (B)(4); analysis of data log(s) (B)(4); actual device evaluated (B)(4). Results: interoperability problem (B)(4). Conclusion: design deficiency (B)(4). (B)(4) were returned for evaluation. The controller did not have the smr upgrade as the reported event occurred before the field units were upgraded. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the controller and battery met specifications; the devices passed visual examination and functional testing. Log file analysis revealed several occurrences of power switching events where battery (B)(4) triggered the switching event. Additionally, a critical battery alarm was confirmed on (B)(6) 2015 at 0:03:01; (B)(4) on power port 1 went from 47% relative state of charge (rsoc) to 0% rsoc within 11 minutes. The critical battery alarm was cleared after the battery was replaced with another one. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. An internal investigation has been opened to determine the power switching event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Battery (B)(4) / 1560de - expiration date: 03/31/2016 - device manufacturer date: 03/16/2015. The battery ((B)(4)) is being returned; however, it is unknown if this battery was involved in the event. The battery will be analyzed and reported as required. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was that reported that the controller changed to the second battery when the first battery had greater than 25% capacity still remaining, and that one "critical battery" alarm was logged. The controller and battery were replaced with no reported effect on the patient. Investigation is ongoing.